Manufacturer narrative:
The pump was unable to prime during the prime test, and gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus. The device was not exposed to a magnetic field. Customer uses the sensor feature. Customer had the battery out of the insulin pump and received a battery out limit when inserting the battery which could not be cleared due to not all buttons responding. She also reported that the insulin pump has a crack going through the reservoir window to the act button and a smaller one through the screen. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.